Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right ventricular (rv) lead, the patient's blood pressure dropped and the patient experienced cardiac tamponade and pericardial effusion. Pericardiocentesis was performed, the patient stabilized and the rv lead was implanted. No further patient complications have been reported as a result of this event.